Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the health care provider (hcp) wasn¿t able to aspirate the catheter during a pump replacement. He tried trimming the catheter somewhat thinking that would allow him to aspirate but still couldn¿t. This was a normal pump replacement and the patient was getting adequate therapy and the volume matched with what was expected in the old pump so they didn¿t believe the catheter was occluded. The reporter thought the hcp got approximately 0.25ml but that it was difficult. The hcp had removed approximately 6cm and added approximately 7cm so that portion of the catheter had no drug in it. The reporter wanted to know if the system should be primed. The hcp had already tried to aspirate from the cap (catheter access port) with everything connected to try to clear the system but the hcp was still unable to aspirate. There was no further information reported regarding what the hcp planned to do regard ing priming or just waiting for the patient to get drug. The device system was used to deliver fentanyl. It was later reported that the patient didn¿t experience any symptoms as a result of the event. The cause of the event wasn¿t determined and it was unknown what the event was attributed to. The reporter assumed the 8709 catheter ¿was just collapsing during attempted aspiration¿. There was not a pump issue and ¿no known catheter issue¿. The location of the catheter issue was unknown. The hcp had attempted aspiration via the cap and catheter unsuccessfully. It was also reported follow up was done with the managing hcp post-surgery on (B)(6) 2014 and the patient was doing well. The patient saw their managing hcp on (B)(6) 2014 and they were noted to be currently receiving effective therapy.